Event description:
The patient reported exposed and frayed wires of the power supply box cord. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.